Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received inappropriate shocks due to noise and oversensing. This patient was lifting themselves off of their bed into their wheelchair while this occurred. Technical services (ts) noted significant movement noise with very large amplitude signals. Imaging was being obtained. Additional information is being requested from the field. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this electrode received inappropriate shocks due to noise and oversensing. This patient was lifting themselves off of their bed into their wheelchair while this occurred. Technical services (ts) noted significant movement noise with very large amplitude signals. Imaging was being obtained. Additional information is being requested from the field. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was revised. It is unknown at this time whether a new electrode was placed or this electrode was revised and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was fractured. This electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received inappropriate shocks due to noise and oversensing. This patient was lifting themselves off of their bed into their wheelchair while this occurred. Technical services (ts) noted significant movement noise with very large amplitude signals. Imaging was being obtained. Additional information is being requested from the field. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was revised. It is unknown at this time whether a new electrode was placed or this electrode was revised and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was fractured. This electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received inappropriate shocks due to noise and oversensing. This patient was lifting themselves off of their bed into their wheelchair while this occurred. Technical services (ts) noted significant movement noise with very large amplitude signals. Imaging was being obtained. Additional information is being requested from the field. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was revised. It is unknown at this time whether a new electrode was placed or this electrode was revised and remains in service. No additional adverse patient effects were reported.